Manufacturer narrative:
Results: the regulator knob was loose on the outside of the pump housing. The pump housing was opened by the penumbra investigator and the regulator knob vacuum tubing was kinked. Conclusions: evaluation of the returned device revealed that the pump max regulator knob was loose. If the pump max regulator knob is forcefully rotated beyond its stopping points, damage such as the regulator knob may become loose from the pump housing. Further rotation of the regulator knob after it become loose from the pump housing, will likely result in the regulator knob vacuum tubing becoming kinked. The inability to adjust the vacuum level was likely a result of this kinked tubing. Penumbra pumps are visually inspected and 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max). During the procedure, the physician was unable to fully turn up the dial of the pump max and the pump max was not able to produce full suction. The procedure was therefore completed using a new pump max. There was no report of an adverse effect to the patient.